Manufacturer narrative:
Product event summary - the partial lead in segments was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular lead had had placement difficulty and was explanted and replaced. The atrial lead had had poor placement at implant and now thresholds are unstable, there is failure to capture at times and far field r-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.